Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It reported that a (B)(6)-year-old female who underwent breast augmentation revision with 400cc mentor memorygel breast implants experienced asymmetry due to the right breast beginning to droop approximately six months post procedure. It was stated that the implants didn¿t drop. The patient went to a different surgeon than the implanting surgeon who removed the implants from the submuscular position and moved them to the sub glandular position. The reuse of the device in this manner is an off-label use of the product. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-26273 for contralateral prosthesis report.